Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and no non conformances were found. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump "showed it delivered the dose but that it did not deliver any food". They stated that this resulted in a three hour delay of therapy. Mmdg followed up with the initial reporter who stated that the patient did not experience any adverse effects due to this complaint. (B)(4).

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was performed and no non conformances were found. When the pump was returned to mmdg for investigation, the reported complaint could not be replicated or confirmed. There was no indication that the complaint occurred as reported. Based on this information, only the delay in therapy required an MDR.

Event description:
The initial reporter stated that the pump "showed it delivered the dose but that it did not deliver any food". They stated that this resulted in a three hour delay of therapy. Mmdg followed up with the initial reporter who stated that the patient did not experience any adverse effects due to this complaint. (B)(4).